Manufacturer narrative:
Serial number (B)(4), lot number 62703. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen was not in a good position as it was coming out to nasel and close to the limbus and the bleb was over lapping the cornea of the left eye. It has been explanted and replaced with another xen.